Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. E01917) for female sterilisation. The patient had a medical history of parity 1, gravida I and pelvic pain. Previously administered products included: mirena. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 364 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterascapy, essure tubal occlusion,pelviscopy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: hysterosalpingogram: post essure indication: confirmation of tubal occlusion status following placement of essure device. Findings: the left essure occluder in appropriate position in the left tube and the left tube is occluded. The right essure is in satisfactory location however there is free peritoneal spill on the right. Impression: left tubal occlusion following essure device placement. Free peritoneal spill on the right. The patient has been instructed to continue contraception. Repeat examination recommended in 90 days,; on (B)(6) 2017: hysterosalpingogram: post essure indication: confirmation of tubal occlusion status following placement of essure device. Findings: comparissions are made to previous hsg study (B)(6) 2017 findings: the essure occluders are in appropriate position in the tubes and the left tube is occluded. There is persistent extravasation of contrast through the right fallopian tube into the peritoneal space. Impression: persistent patency of right fallopian tubes with peritoneal spill of contrast. The essure occluder is in the proximal repeat of the tube just distal to the cornua, similar to previous. Findings are similar to the previous study,. The left fallopian tube is occluded [pathology test] on (B)(6) 2017: final pathologic diagnosis: bilateral fallopian tubes and essure coil salpingectomy and medical device removal benign paratubal cyst 6 essure coil (grass only) negative for malignancy sp[ecimen: bilateral fallipoian tube, essure coil, salpingectomy clinical data: pelvic pain, essure coil present gross description: an essure coil is not present in within the tube. There si a stretched essure coil present sticking outside of the proximal end of the tube. There is a paratubal cyst representative sections are submitted as with the tubes that has the essure coil inked black. Note, a second essure coil is not found within the tube or container. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. E01917) for female sterilisation. The patient had a medical history of parity 1, gravida I and pelvic pain. Previously administered products included: mirena. On 29-nov-2016, the patient had essure inserted. On 28-nov-2017, 364 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterascapy, essure tubal occlusion,pelviscopy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 03-mar-2017: hysterosalpingogram: post essure indication: confirmation of tubal occlusion status following placement of essure device. Findings: the left essure occluder in in appropriate position in the left tube and the left tube is occluded. The right essure is in satisfactory location however there is free peritoneal spill on the right. Impression: left tubal occlusion following essure device placement. Free peritoneal spill on the right. The patient has been instructed to continue contraception. Repeat examination recommended in 90 days,; on 25-may-2017: hysterosalpingogram: post essure indication: confirmation of tubal occlusion status following placement of essure device. Findings: comparissions are made to previous hsg study 03mar2017 findings: the essure occluders are in appropriate position in the tubes and the left tube is occluded. There is persistent extravasation of contrast through the right fallopian tube into the peritoneal space. Impression: persistent patency of right fallopian tubes with peritoneal spill of contrast. The essure occluder is in the proximal repeat of the tube just distal to the cornua, similar to previous. Findings are similar to the previous study,. The left fallopian tube is occluded [pathology test] on 28-nov-2017: final pathologic diagnosis: bilateral fallopian tubes and essure coil salpingectomy and medical device removal benign paratubal cyst 6 essure coil (grass only) negative for malignancy sp[ecimen: bilateral fallipoian tube, essure coil, salpingectomy clinical data: pelvic pain, essure coil present gross description: an essure coil is not present in within the tube. There si a stretched essure coil present sticking outside of the proximal end of the tube. There is a paratubal cyst representive sections are submitted as with the tubes that has the essure coil inked black. Note, a second essure coil is not found within the tube or container. Lot number: e01917 manufacture date: 2015-05 expiration date: 2018-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.